Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was exposed to fluid. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.